Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_ (B)(4).

Event description:
It was reported that scope was glitching on the screen during a case. No negative impact in state of health reported.

Manufacturer narrative:
This MDR was filed in error as duplicate to MDR# 1221826-2026-00251. We will continue our investigation in 1221826-2026-00251. This event is filed under internal complaint ID (B)(4).